Manufacturer narrative:
The valve was returned fully expanded with delivery system, sheath and inflation device. Review of procedural imagery found the patient had severe calcification and mild tortuosity on the access vessels. Visual inspection of the returned device found an oval shaped frame at the outflow, one strut was bent at the inflow, multiple struts were exposed through the skirt, the leaflets were wrinkled and dehydrated due to the storage condition. No functional or dimensional testing was able to be performed due to device return condition. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the sapien 3 valve and no deficiencies were identified. During the manufacturing process, the valve frame components are visually inspected and tested several times. The valves are 100% inspected by both manufacturing and quality. Prior to packaging the frames are 100% dimensionally and visually inspected. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The complaint for frame damaged during use was confirmed. No potential manufacturing non-conformance were identified. A review of the lot history, complaint history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿significant resistance was felt advancing the valve and delivery system through the 14f sheath. Per physician this was due to severe calcium. There also was a steep angle of insertion. The user continued to advance despite significant resistance. The delivery was advanced to the descending aorta. The valve frame was then observed to have a bent strut at a 90 degree angle pointing outwards¿ and ¿per medical opinion, the resistance was caused due to patient factors significant calcification and the valve frame damaged occurred due to the user continuing to advance despite significant resistance noted.¿ additionally, 3mensio imagery showed tortuous access vessel. The presence of calcification, tortuosity, and step insertion angle can create a challenging pathway during delivery insertion and retrieval through the sheath, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time.¿ it is possible that difficulty was encountered during delivery system advancement and retrieval, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch the sheath and/or the severely calcified access vessel, and result in the bent struts. As such, available information suggests that patient factors (calcification, tortuosity, steep insertion angle) and/or procedural factors (excessive device manipulation) may have contributed to the frame damaged during use and descending aortic dissection. The complaint for frame damaged during use was confirmed. No manufacturing non-conformances were identified during the investigation. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach significant resistance was felt advancing the valve and delivery system through the 14f sheath. Per physician this was due to severe calcification. There also was a steep angle of insertion. The user continued to advance despite significant resistance. The delivery was advanced to the descending aorta. The valve frame was then observed to have a bent strut at a 90 degree angle pointing outwards. Advancement stopped and the valve was carefully pulled back into the sheath. All devices were removed as a unit with no withdrawal difficulty. Upon removal no damage was noted on the esheath or the delivery system. The patient became hypotensive and a dissection at the descending aorta was observed. A stent graft was performed to repair the dissection. Then a second 26 mm sapien 3 valve was prepped and a larger 16f esheath was used. No resistance was encountered and the device was successfully deployed. The patient is doing well. Per medical opinion, the resistance was caused due to patient factors of significant calcification and the valve frame damaged occurred due to the user continuing to advance despite significant resistance noted.